Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation the device failed testing due to an o2 low flow error. The evaluation is still ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture previously reported a ventilator returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation the device failed testing due to an o2 low flow error. The device's active exhalation control module needs to be replaced to address the issue.